Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 330158 lead implanted: 1995 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. During a routine device replacement procedure, the lead was repositioned into the atrial port of the new device and remains in use. No patient complications have been reported as a result of this event.